Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported fails flow rate accuracy test, low, which was confirmed during evaluation. The cause was determined to be an out of specification pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused. The event occurred during preventive maintenance testing at the biomed service. The device was programmed to deliver 100ml of fluid at a rate of 200 ml/hour. The device ran for 30 minutes and resulted in 88ml of fluid. The second time the test was ran at the same parameters resulted in 89ml of fluid. The biomedical technician did not test with a new intravenous set. There was no patient involvement. No additional information is available.